Event description:
It was reported that the patient fell and dislocated and fractured the proximal femur so the surgeon revised the right hip. They put in a constrained liner, a head and grip plate.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner 44mm. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.